Event description:
The customer stated, she was hospitalized for high blood glucose levels. The customer stated, she was vomiting and fell ill prior to hospitalization. The customer was treated for high blood glucose levels and dehydration. At the hospital, it was determined that the customer had a virus, which contributed to the high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.